Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized for heart failure, and device interrogation was requested. Device interrogation showed loss of ra capture due to high thresholds. Subsequently, the patient remained in the hospital and underwent a revision procedure: the lead was surgically capped/abandoned, and a new ra lead was implanted. There were no additional adverse patient effects reported.